Event description:
It was reported that a patient had a loss of therapeutic effect, the device was for the colon and the day of the report the patient noticed that she was uncomfortable and had symptoms. This happened a lot and the patient usually used the patient programmer to adjust the settings and everything would be fine. The patient programmer had a low battery or replace battery screen which was noticed the day of the report and the patient tried six batteries but none of them caused the patient programmer to turn on. The patient noted that the batteries may be old and the patient programmer hadn¿t gotten wet or been dropped. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0dc0j, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).